Manufacturer narrative:
Per tandem's t:flex user guide, "do no remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. Reportedly, the customer filled the cartridge with 100 units of novolog, then filled the cartridge with 400 units of humalog. The customer's blood glucose level was not impacted.